Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 260.4 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to cerebral palsy. It was reported that the pump's motor had stalled on (B)(6) 2018. 4 stalls and recoveries were noted on the pump interrogation logs in a 24 hour period. It was noted the pump was explanted on (B)(6) 2018 due to the gradual loss of therapy. The patient recovered without sequela. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (B)(4) found a feed through anomaly; shorting across insulation. If information is provided in the future, a supplemental report will be issued.